Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As rec'd, the monitor failed incoming pulse testing. Upon evaluation, the computer / analog board was shorted and the auxiliary pca board was damaged. The cause of the incoming pulse test failure cannot be positively identified due to the extensive damage. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.